Event description:
Dialysis treatment was being terminated when nurse was attempting to disconnect arterial bloodline from the perm - cath the plastic tip end of the bloodline broke and remained in the arterial lumen of the catheter. The pt was sent to the physician's office for further intervention.